Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female patient, a spark was seen from the electrode pads, and after removing the electrode pads, burns were found on the patient's skin, and the associated device displayed a "poor pad contact" message. Complainant indicated that the patient subsequently sustained a burn. The customer was unable to provide information on the degree of the burn.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that the electrodes will not be returning to zoll at this time.